Event description:
It was reported that during treatment with an ak 96, an external fluid leak was observed and an unspecified tube was found to have fallen off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was evaluated on site by a local engineer. The inspection revealed that a tube was disconnected. The involved tube was not specified. The cause could not be determined. The tube was reconnected and the machine was returned to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.